Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays oxygen (o2) range error and o2 calibration check events. The customer reported on start-up, the post dac or adc error did not appear on the display. The customer determined the most likely cause of the reported event was the main printed circuit board. After replacing the part, the issue did not reproduce. The customer reported there is no patient consequence associated with the event.